Event description:
It was reported to philips that the system gave an alert that the motorized movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the middle of the procedure, and the procedure was delayed and completed after a complete system restart. The philips field service engineer (fse) inspected the system onsite and found that the system became unresponsive to movement commands and displayed the error message: "no motorized movements available." Upon troubleshooting, the error log was reviewed, which showed longitudinal drive slip but no major system errors. The system has operated without further issues for four weeks, and no errors were found. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.